Manufacturer narrative:
Device was programmed with test guardian three link and test plug simulator. Device communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and device display the programmed value properly on the display graph. No sensor anomalies were noted. Device sensor feature and auto mode connection are working properly.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 431 mg/dl at the time of incident. The customer¿s current blood glucose value was 362 mg/dl. The customer¿s sensor glucose level was 179 mg/dl at the time of incident. The customer¿s current sensor glucose value was 116 mg/dl. Sensor glucose and blood glucose difference is not within target range of glucose difference. The customer did not provide information about symptoms and treatment. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.